Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient stated he developed an infection behind the cardiac resynchronization therapy defibrillator (crt-d). The patient did not discuss if any intervention was taken and the field representative was unable to obtain any further information from the clinic. At this time the device and leads remain in service and no additional adverse patient effects were reported.